Event description:
The manufacturer received information that a trilogy evo ventilator inoperative error condition occurred. There was no serious patient harm or injury that occurred or was reported. The device was not in patient use. The trilogy evo was returned and evaluated by a philips engineer and the customer complaint was confirmed. The device evaluation found a critical error code indicating the machine flow sensor drift above the specification. Also, a blower calibration was performed and was unsuccessful. The technician replaced the following parts to address the issues: system board, machine flow sensor and blower assembly. Additionally, an error code indicating the device failed in fio2 test in the diagnostic test was recorded in the event log therefore the technician replaced the fio2 sensor to address the issue. The unit passed final test.